Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Following this, it was reported that a minimum fill notification occurred. Customer changed the cartridge to resolve the issue and successfully resumed insulin therapy. Customer¿s blood glucose level was 400 mg/dl.